Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that no hardware parts were replaced. They indicated that the site knew about the issue and everything was resolved with no further issues.

Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the site was setting up for a clinical case, the system showed localizer disconnected and the emitter details showed the axiem box not communicating with the computer. When opening usb view, it showed that the I/o hub was not communicating with the computer. The medtronic representative reseated all of the cables to the I/o hub and the issue resolved. There was no patient present when this issue was identified.